Event description:
A malfunction was reported, identified by a specific malfunction code displayed on the device. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccurred, which they understood and acknowledged.